Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 300cc mentor smooth round moderate profile saline breast implant being used for a breast surgery procedure deflated intraoperatively. There were no patient consequences or procedure delays reported.

Manufacturer narrative:
On april 22, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant was found to have a tear on the anterior view and extending to the posterior view, measuring approximately 10.8 cm. A microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: intraoperative trauma, excessive stresses or manipulations. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 26, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).